Event description:
The customer reported that the video system was having color processing issues. This was experienced during a bilateral hernia case. The malfunction manifested gradually over about an hour's worth of case time to a point where the surgeon was unable to properly interpret the anatomical structures. The surgeon abandoned the attempt to repair the second hernia. No injuries are reported.

Manufacturer narrative:
The reported device was not received for evaluation at the designated complaint site. Smith & nephew representatives (from the r&d, sales and quality departments) performed a site investigation at the speare memorial hospital in plymouth, nh. There was a relationship found between the returned device and the reported incident. The illumination levels of each system were measured, directly from the port, through the light guide and through the s&n 10mm 45 degree scope typically used during hernia procedures. All outputs were found to be within specification/as expected. The lens system procedure settings on the first system were reviewed (serial number eei2769) and noted that the ¿elc¿ sensitivity setting (which in part controls the brightness) was set to ¿4¿ as opposed to the more typical/default ¿automatic¿. For a 10mm scope, this setting would be at about 16. Otherwise the procedure settings seemed appropriate. A test was run on the same system (and camera head eeg5888), using a pvc pipe phantom that the clinical engineer provided, letting the system run for 30 minutes to see if the red within the phantom changed over time. It was agreed that it did not appear to change. Furthermore, an analysis of the customer provided images clearly shows the images progressively becoming more red in tone. The complaint was confirmed. The elc sensitivity setting is a likely contributing factor, but this cannot be concluded as the root cause.